Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("severe dyspareunia"), dysmenorrhoea ("severe dysmenorrhea") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy and bilateral salpingooophorectomy in order to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea and swelling outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and swelling to be related to essure. The reporter commented: it was determined that plaintiff had an enlarged uterus with free fluid in the adnexal regions. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.